Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving several no delivery alarms and experiencing high blood glucose readings. Customer's current blood glucose reading is 484 mg/dl and has treated with a syringe. Troubleshooting was not performed as the no delivery alarms were a previous issue. No further information reported.